Event description:
It was reported that the needle deployed but the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn between 4 and 24 hours. Upon pod removal, the cannula was observed to be bent. Blood glucose levels reached above 480 mg/dl. No treatment was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.2. Smartphone hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.